Event description:
A report was received that a pt's stimulation was turning on and off on its own. The bsn rep determined that the pt's paddle lead was exhibiting high impedances. The bsn rep tried to reprogram the pt but was not successful. The physician took an x-ray of the pt's ipg and lead and did not see anything wrong. The physician will do a revision procedure to move the lead or check the connection of the lead in the ipg header.